Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.